Event description:
It was reported to philips that the device had a device error service required message with charge/shock failure-therapy pca failures. There was no reported patient involvement.

Event description:
It was reported to philips that the device had a device error service required message with charge/shock failure-therapy pca failures. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.